Event description:
It was reported during the pt's permanent procedure, fluoroscopy showed the scs lead was placed to the left in addition to lateral imaging showing the lead was not flat; however, ssep showed bilateral coverage. It was also reported post-operation, the pt was receiving mostly left side stimulation and the day after implant, the pt was only receiving left side stimulation. Subsequently, the scs lead was explanted and replaced with a model 3228 scs lead. The issue resolved stimulation with the surgical intervention and the pt is receiving effective.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.